Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 26x2.5mm, eccentric, de novo target lesion was located in the mildly calcified mid right coronary artery. A 32 x 2.50mm promus premier¿ drug-eluting stent was advanced and deployed in the lesion. Post deployment, an edge dissection at the distal portion of the stent was noticed. To cover the dissection, another stent was then deployed distal to the implanted stent. The procedure was then completed. No further patient complications were reported and the patient's status was stable.